Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose and sensor bleeding on an unknown date. The customer's blood glucose at the time of incident was 410 mg/dl. Customer¿s current blood glucose was 497 mg/dl. Customer stated insulin exited and insulin pump alarmed insulin flow blocked alarm. Auto mode feature was not used during the time of event. The insulin pump will not be returned for analysis.